Event description:
It was reported that an 840 ventilator had a blank lower display (won't turn on). The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) verified the issue and make an adjustment to lower display contacts and issue was solved. Device passed all testing.